Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery tests. Unit alarmed a64 during self test and unable to download to carelink due to faulty y1 atrf board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked display window.

Event description:
The customer reported via phone call that the insulin pump reset every day at the same time and was not delivering insulin. Customer stated that she was experiencing high blood glucose levels as a result of this issue. Blood glucose level at the time of the incident was between 80 and 140 mg/dl.